Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the presented rhythm did not match any shockable conditions due to high amplitude artifact. Motion artifact most commonly occurs from CPR or extended therapy pad placement while the device was attempting to analyze. Segments two and three returned a "shock advised" result due to a normalized amplitude of the waveform and number of waveform peaks. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.